Manufacturer narrative:
(B)(6).

Event description:
It was reported the device was entrapped on the guidewire and difficult to remove. A 1.50mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure, the burr became entrapped on the wire. The burr catheter could not advance over the wire. Damage was observed on the rotawire. There was difficulty removing the device. The procedure was completed with a new device, same model. The patient experienced no complications.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). E1 - initial reporter state: (B)(6). Device eval by manufacturer: the returned device had numerous body kinks. The spring tip was inspected, and it was found to be stretched with the solder weld missing. Functional testing was performed, and the wire was able to be removed from the rotapro device with no issues. Dimensional inspection was performed; however, the overall length of the device and the outer diameter of the distal tip could not be measured due to the stretched tip and missing solder weld. The outer diameters of the middle and proximal sections of the device were found to be within specification.

Event description:
It was reported the device was entrapped on the guidewire and difficult to remove. A 1.50mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure, the burr became entrapped on the wire. The burr catheter could not advance over the wire. Damage was observed on the rotawire. There was difficulty removing the device. The procedure was completed with a new device, same model. The patient experienced no complications.